Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported that a 4 fr double lumen PICC placed on (B)(6) was noted to have partially migrated out on am chest x-ray. The dressing was removed; the securacath appeared to be intact. The catheter external length measured 14cm out; 7cm out on insertion. The PICC had to be exchanged.